Event description:
It was reported to depuy acromed's legal department by a patient, that the pt had isola screws explanted in 2001 because they had loosened. The screws were implanted in 1999. According to the complainant, 1 week after surgery the pt heard an "audible popping/clicking sound" and experienced increased pain. In 2000, the surgeon concluded that the isola screws backed out, toggled, and rubbed against the rods. In 2001, a revision surgery was performed to remove the screws and re-instrument with isola rods, screws, and cages. The pt had solid fusion from l3 to l5 but not from l5 to s1. The devices are not being returned at this time and no evaluation can be performed. The product and lot numbers were not reported. A definitive cause of the event could not be determined since there was no product or lot information provided. No further evaluation can be performed.